Event description:
The MFR received info alleging a ventilator's power port (ac inlet) was broken. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the ac inlet connector was found to be damaged. The ventilator's ac inlet connector was replaced to address this issue.